Event description:
"Tube out per loose tape. Tip of tube appears torn off. Tip no where in site (sic). Stat cxr(chest x-ray), flat upright abdomen ordered. Abd(abdominal) x-ray show tip in lower abdomen."